Event description:
I am a stage IV cancer survivor (in remission) who is also being treated for type ii diabetes. I am writing to inform you about several quality control problems I have faced this year when using-- or trying to use-- the abbott labs freestyle libre 2 sensor. The problems have been as follows: erroneously low glucose readings, which resulted in a two-night hospital stay earlier this year. "New" sensors which did not work after they were installed for the first time. Sensors which stopped working prior to the end of the 14-day period. Sensors which had problems with the adhesive backing, causing them not to stick to the skin, or, to stick to the skin, but not to stick to the back of the sensor. This latter issue resulted in the sensor "pin" not being able to stay in my arm after the sensor was inserted, causing a ''sensor is not working" message. Please note that I clean, thoroughly dry, and wipe my arm with an alcohol prep pad prior to applying a new sensor. I have had at least a half-dozen problems with the free libre 2 sensors this year. I have contacted abbott labs when these problems occur, and they have offered to send me replacements at no charge. However, this does not make up for the inconvenience and medical risk in not being able to measure my glucose until the new sensor arrives. The pharmacies will not replace the defective sensors. Instead, they instruct me (and other patients) to contact abbott labs. Most recently, this evening, the sensor I had been using stopped functioning several days before the 14-day period was up. I received a message on the app to replace the sensor. I put in the new sensor-- one that had been sent to me by abbott labs as a replacement for another sensor that did not function properly when first inserted. However, the replacement sensor did not work, and I received a message to replace that sensor as well. This is becoming unacceptable. I cannot be the only patient having these difficulties-- this has to be a widespread quality control issue. I'm respectfully requesting that the FDA look into this issue in order to "encourage" abbott labs to take this quality control issue seriously. I am also writing to the doctor at my hospital to let them know about this issue. Thank you for your kind assistance. Reference report: mw5149171.